Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3 and to provide the completed investigation results. One (1) 6fr angio seal device was returned for product evaluation. The returned sample included the hemostasis sheath and arteriotomy locator. The device was visually inspected and found to have been in unused condition with no visible signs of blood. A kink was noted at the blood inlet hole of the arteriotomy locator. The complaint was able to be confirmed for a kinked locator. The exact root cause was unable to be determined. The likely cause was determined to have been damage sustained by the device during insertion into the hemostasis sheath. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).

Event description:
The user facility reported that at the completion of a cardiac catheterization procedure, an angio-seal vascular closure device was opened. Upon opening the package, a hole was observed in the arteriotomy locator component. This defect had not been previously identified by the technician. A second angio-seal device was opened, and successful vascular closure was achieved. There was no blood loss. The reported event did not result in patient injury and did not require medical or surgical intervention. Additional information was received on 27 jun 2025: it was reported that the arteriotomy locator bent upon insertion into the sheath. The presence of holes in the component had not been previously observed. A second device was used, and closure was successfully completed. There was no injury to the patient. Additional information was received 30 jun 2025: it was confirmed that the procedure performed prior to the use of the closure device was a cardiac catheterization. A 6 french sheath was used. There were no difficulties with arterial access, sheath insertion, guidewire placement, or catheter advancement. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the closure device. The patient remained stable throughout the procedure.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: lead technologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.